Event description:
The customer reported to olympus that the 4k autoclavable camera head showed an e322 error-scope communication message. It is unknown when the issue was found. There were no reports of patient harm.

Manufacturer narrative:
Correction: d8 was inadvertently selected. It should be blank. The device is expected to be returned to olympus for further evaluation and testing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and the device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint (image not displayed) was confirmed. Additionally, the repair center found: poor watertightness on the cable, focus ring is deteriorated, and the coupler unit is deteriorated. Based on the results of the investigation, the root cause for the events was not identified. However, it is likely that the event: image is not displayed occurred due to a flood into the cable, and it caused cable failure. Additionally, it's likely the e322 error temporarily occurred when the camera head was disconnected due to cable failure and the device information was trying to be displayed. The event can be prevented by following the instructions for use which state: "never reprocess or store this camera head with sharp-tipped instruments. (Tweezers, forceps, knives.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.